Event description:
It was reported that a patient was given a patency capsule on (B)(6) 2024. The patient was sent for an abdominal x-ray the next day and the radiographer reported that the patency capsule had cleared but the patency capsule can clearly be seen on the x-ray result. There was no radio frequency identification (rfid) tag present. The patient then swallowed a video capsule endoscopy (vce). After about two weeks, the two capsules were said to be retained on the same position inside the patient's body. The patient was sent for an x-ray and they could see a white line.

Manufacturer narrative:
D10 concomitant product: fgs-0659, fgs-0659 pillcam patency capsule 1-pack (lot#62977), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was given a patency capsule on (B)(6) 2024. The patient was sent for an abdominal x-ray the next day and the radiographer reported that the patency capsule had cleared but the patency capsule can clearly be seen on the x-ray result. There was no radio frequency identification (rfid) tag present. The patient then swallowed a different product. After about two weeks, the two capsules were said to be retained on the same position inside the patient's body. The patient was sent for an x-ray and they could see a white line.